Event description:
It was reported that, "patient was having pain. The doctor irrigated the knee, revised and replaced poly."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.